Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a tip was broken inside the eye during cataract surgery with intra ocular lens implant. The surgery was completed on the same day after removing the broken tip and replacing the tip with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6 and h.11. A sample was not received at the investigation site for evaluation for the report. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the investigation site and no lot information is available; however, per the report, it was stated that the phacoemulsification tips were reused for four to five times previously, therefore the root cause is user error. Per the directions for use (dfu), there are warnings that instruct the user that phacoemulsification tips are intended for one procedure only. Do not reuse or reprocess the device. Since the cause of this complaint is due to user error, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using thirty times magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).